Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: initial reporter is a synthese employee. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part# 310.508 synthese lot # u375069 supplier lot # u375069 release to warehouse date: 11 march 2021 supplier: orchid unique no ncrs were generated during production. The product was not returned to depuy synthese, however photos were provided for review. The photo investigation revealed that device 310.508, drill bit ø1.8 w/marking l96/82 2flute was broken into 2 pieces. This type of damage is consistent with overload fracture caused by excessive and repeated forces. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Based on the reported condition, dimensional inspection and document/specification review were not required. The overall complaint was confirmed as the observed condition of the device 310.508, drill bit ø1.8 w/marking l96/82 2flute would contribute to the alleged device issue. Based on the investigation findings, potential cause attributed to end of life problem identified and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from colombia reports an event as follows: it was reported that on an unknown date, the drill bit in question was fractured. No fragments were generated, there was no reported adverse patient impact. No further information is available. This report is for a 1.8mm 2 flute drill bit 96mm/ w/marking. This is report 1 of 1 for (B)(4).